Manufacturer narrative:
One used jelco® viavalve® safety IV catheter was returned for investigation. The device history record was reviewed and no discrepancies were found. Upon visual inspection of the device, it was observed that there was damage observed in the guard on one of the fingers, the area adjacent to the finger and on the other side of the guard, opposite the fingers. Blood residue was present in the flash chamber, nose, and cannula o.d. During functional testing, the cannula did stay locked out, even when trying to advance it. The complaint was confirmed. The root cause was determined to be related to a manufacturing issue.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that the safety device of a jelco® viavalve® safety IV catheter difficult to engage; the device would not "lock out". It was also noted that the needle was bent. No injury to patient or clinician was reported.